Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer received pump error 53 . No harm requiring medical intervention was reported. Troubleshooting was performed and customer successfully cleared the alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
S/w 5.2a. Retainer ring = black. On 29-jul-2022 the customer alleged for failed battery test and pump error 15, 23, 41, and 53 alarms. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked keypad overlay (select button), stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specifications range. In further full review in the pump history found: low battery alarms (104) on 11-jul-2022 at 10:10:00.000. Insert battery alarm (84) on 28-jul-2022 at 15:36:36.000. Replace battery alert (73) on 11-jul-2022 at 19:41:00.000. Failed batt/battery failed alarm (58) on 24-jul-2022 at 18:10:12.000. Insulin pump passed self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and displacement test. No unexpected battery failure during testing. No pump error 15, 23, 41, or 53 alarms during testing. Pump error 53 was present in the history download on event date of 29-jul-2022 at 09:51:00.000. Esf# 3848575, file number: 606, line number: 1156. Pump error 15 was present in the history download on event date of 24-jul-2022 at 18:10:09.000. File number: 38, line number: 442. Pump error 23 was present in the history download on event date of 24-jul-2022 at 18:13:09.000. File number: 39, line number: 645. Pump error 41 was present in the history download on event date of 25-jul-2022 at 14:31:37.000. File number: 121, line number: 713. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿motor was isolated from the insulin pump and tested ok. In summary, insulin pump passed required testing. Failed battery test not confirmed. Pump error 15, 23, 41, and 53 confirmed due to hardware anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Medical device problem code has been updated and provided with this report in section h6.